Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 6 inappropriate shocks due to t-wave oversensing (twos). The company's technical services consultant recommended extending the ventricular blanking by one unit or increase the right ventricle sensing value by one unit and redo the defibrillation threshold to ensure appropriate ventricular fibrillation detection. The lead remains in use. No patient complications have been reported as a result of this event.